Event description:
It was reported the disposable exhibited a leak problem at the filter of the nutrition tubing. The event occurred during patient involvement, but no human harm/adverse event reported. Per reporter the event led to a delay in care.

Manufacturer narrative:
B3: unknown. E1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed the sample in used condition; the tube was tangled. Functional testing revealed a leak in the filter. The failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D9: date returned to mfg 2/26/2024.